Event description:
It was reported that during a lap gastric bypass procedure, the active blade broke into two pieces near the end of the case. The piece was retrieved. There was an error code 5. Used with a gen04. Case completed without another device, as it happened at the end of the procedure. No patient consequence.